Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: na; explant date: na. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, cardiac tamponade occurred. Subsequently, a pericardial effusion and aortic repair was performed. Per the physician, the patient's anatomy, the valve, and the delivery catheter system (dcs) contributed to the event.

Manufacturer narrative:
Updated data: b5. Added third paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, cardiac tamponade occurred. Subsequently, a pericardial effusion and aortic repair was performed. Per the physician, the patient's anatomy, the valve, and the delivery catheter system (dcs) contributed to the event. Additional information was received that three deployment attempts were made but the valve was never fully deployed. The system was withdrawn after the third recapture. The injury occurred in the ascending aorta. Right femoral access was used for the procedure. Additional information was received indicating that the recaptured were performed due to a need for re-positioning. The cardiac tamponade was associated with an aortic dissection. Per the physician, the repeated recaptured may have contributed to the dissection.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, cardiac tamponade occurred. Subsequently, a pericardial effusion and aortic repair was performed. Per the physician, the patient's anatomy, the valve, and the delivery catheter system (dcs) contributed to the event. Additional information was received that three deployment attempts were made but the valve was never fully deployed. The system was withdrawn after the third recapture. The injury occurred in the ascending aorta. Right femoral access was used for the procedure.